Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6 MDR section codes updated/corrected: b, c, d, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The pain reported may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
B3 date of event unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 1 year post left total shoulder arthroplasty (tsa), the patient began experiencing pain with shoulder motion, never made a full recovery, and began to gradually get worse. Initial x-rays did not show any loosening of the prosthesis. The patient underwent magnetic resonance imaging (MRI), ultrasound (us), and ultimately electromyography (emg) which verified the rotator cuff was still intact. The patient had further physical therapy which did not help. Shoulder function continued to deteriorate and the patient underwent a computed tomography (CT) scan which showed osteolysis and loosing of the glenoid component. The patient underwent stage 1 of a planned 2 stage revision to a reverse tsa, the components were removed, and it was discovered that the center peg of the glenoid component had broken off at some point. The surgeon discovered that there had been a recall on this device issue and the suspect component was included.